Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set was not connected to the drip chamber and IV spilt on the floor. The following information was provided by the initial reporter: that the tubing was not connected to the drip chamber and IV spilt on the floor.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of drip chamber separation could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material ms3500-15 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set was not connected to the drip chamber and IV spilt on the floor. The following information was provided by the initial reporter: that the tubing was not connected to the drip chamber and IV spilt on the floor.